Event description:
Same case as MFR report #: 2134265-2009-01134. Same patient as MFR report #: 2134265-2009-01138. Clinical trial. It was reported that during a percutaneous coronary intervention a dissection occurred. The pt presented with a "deep burning sensation in her substernal area" on exertion and increasing shortness of breath. The proximal segment of the right coronary artery (rca) was completely occluded at the previously placed study stent. A guide catheter was successfully inserted followed by a guide wire. The guide wire was not able to cross the total occlusion and backup using a 2.0x20mm maverick2 balloon was used for "backup" to successfully cross the lesion with the guide wire. The maverick2 balloon was inflated to reopen the lesion. A 3.25x15mm cutting balloon was then used to "extensively" treat the occlusion. A small proximal dissection was noted and was treated with a 3.5x12mm taxus liberte stent and a 2.25x12mm taxus atom stent. Post dilation was performed and final angiography showed no residual dissection and no residual stenosis in the distal rca.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.